Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3 - for reporting purposes, the date of event/procedure will be estimated as (B)(6) 2025

Event description:
It was reported the bmw universal ii guide wire was used in the patient however separated. The separated portion was unable to be removed and remains in the patient. Per the physician the patient is doing well. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is possible that inadvertent mishandling during use resulted in the reported tip material separation; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. As reported, the separated portion was unable to be removed and remains in the patient. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.